Event description:
The manufacturer received information alleging lung cancer. Medical intervention was not reported. At this time, the device has not been returned to the manufacturer. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.